Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a bleeding cut and irritation on the skin under the front therapy pad. The patient indicated that their doctor prescribed phytoplax cream, triamcibocone acetonide ointment, and nastatin powder for the irritation. Follow-up with the patient to determine the outcome of the irritation was diligently attempted but the patient could not be reached.